Event description:
Emt's responded to a cardiac patient in a nursing home who fell. The device was connected to the patient with ECG electrodes and a 3-lead patient ECG cable for cardiac monitoring. According to the reporter, the device would not display the patient's ECG. The reporter said the 3-lead cable was replaced with a 4-lead patient ECG cable, but the device still would not display the patient's ECG. The patient was transported to the hospital and no adverse affects to the patient were reported as a result of the alleged malfunction.